Manufacturer narrative:
Per tandem user guide: do not expose your pump to x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan and other exposure to radiation. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a malfunction alarm occurred after customer gone through the full-body scanner at the airport. Reportedly, customer continued using pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose value.